Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3708160, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708160, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3777-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37714, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that sometimes while the patient was in a random program, all of a sudden everything would stop and the patient would get a big circle in the center of the screen with an ¿a¿ in it. It flashed five times and then just came back on or resumes what it was doing, or changes to what the patient was changing to change to. This occurred randomly. The last time this occurred was a few months prior to report. It was noted that if you looked closely at the screen you could see the outline of the ¿a¿ in the middle of the display screen. When adaptive stimulation is turned on there is an a in the top left corner with the power signal. The patient had been dealing with his pain since 1996. The patient had met with manufacturing representative to make tweaks along the way because the patient was in a lot of pain that day. The patient stated that he stumped the manufacturing representatives and they had not seen that before.